Event description:
Customer's family member called in to report customer was admitted as an inpatient to the hospital for high bg/dka. Customer mentioned that when they replaced their battery recently teh pump reset itself. Customer to tired to troubleshoot.